Event description:
The pt's dose was increased from 150 mcg/day to 170mcg/day in 2009. The pt had also undergone a CT scan (three days later). The pt was given "a drug" before the scan. It was reported that the pt had difficulty breathing and respiratory depression. An overdose was suspected. The doctor wanted to decrease the lioresal dose, but was not sure how much he could decrease it. Additional information received noted that there was no clear determination as to the cause of the symptoms. The doctor noted that the combination of three drugs the pt received to ease anxiety of the CT could have been the problem. The dose was reduced to 130mcg/day, along with other unspecified drug intervention. Later that night the pt was sent to the intensive care unit. The next morning, the pump was shut to minimum rate and the pt was given oral medication to compensate. Four days later, the doctor began edging the dose back up from 24mcg/day to 50mcg/day. No pt outcome was reported. Additional information has been requested, but was not available as of the date of this report.